Manufacturer narrative:
This event is being investigated. Additional follow-up to this MDR is expected upon completion of the investigation. (B)(4).

Event description:
It has been reported that x1 jaw is only secured at 1 point and pivoting 15-20mm. No patient involvement was alleged.